Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that a proximal shaft separation occurred while trying to cross the lesion. There was difficulty crossing the lesion in the proximal to mid right coronary artery (rca) as the device got caught on calcification. The procedure was completed with balloon angioplasty using a 4.0 x 15 voyager balloon catheter. There were no reported adverse pt effects. No additional info was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, and accessory device support. Furthermore, shaft separations during use may occur from factors such as damage during mfg, materials, handling prior to and during the procedure, removal technique from the packaging, associative device interaction, and an interaction with the pt anatomy. In this case, since there was no damage noted to the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. The lesion was reported as heavily tortuous, mildly calcified, and 70% stenosed, which likely contributed to the reported difficulty crossing and shaft separation. It is likely that the shaft kinked during an attempt to cross the lesion as resistance was encountered and the device got caught up on the lesion calcification. Kinks/bends can lead to weakening of the sds material, such that subsequent application of force or further handling may cause a separation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event. The inability to cross a lesion is often related to circumstances of the procedure or characteristics of the lesion and is not generally a reflection of a quality deficiency with the product. There have been no other incidents reported for shaft detachment/separations with this lot. Based on the info received with this complaint, the reported failure to advance and subsequent shaft detachment/separation appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the mfg process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks/bends and a sampling of units is destructively tested to verify shaft integrity and tensile strength.